Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed intermittent left ventricular (lv) lead loss of capture (loc). Additionally, left ventricular automatic threshold (lvat) tests contained threshold measurements at or near the lv output (trend 2.5v). Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.